Event description:
The hcp reported the patient was experiencing increased tone that was not responding to dosage increases. The catheter was explanted and replaced. Postmarket registry reported that a distal catheter occlusion had occurred. The dose per day was 530 mcg/day. The patient recovered without sequela.